Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00252, 0001032347-2021-00253, 0001032347-2021-00254. Device available for evaluation: item# 915-2200; lot# 893220, item# 915-2201; lot# 893660, item# 915-2201; lot# 893660. Report source: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago that a patient underwent an initial segment procedure. During implantation, the screwhead did not fit tight. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2 upon reassessment of the reported event, it was determined to be not reportable. This malfunction does not have a true sentinel event for this product line. The initial report was forwarded in error and should be voided.